Event description:
Reporter indicated that a lead break was observed during a routine battery replacement. Follow up with the pt's neurologist revealed that the pt was last seen in their office in 2009 at which time systems and normal diagnostics were performed, and all results were within normal limits (no specific results were given). They had also not received any reports of pt manipulation or trauma. The pt's lead has been replaced. Good faith attempts to obtain the explanted lead for product analysis have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.